Event description:
It was reported that a fluoroscopy revealed that the lead insulation was abraded. A remote transmission on (B)(6) 2012 exhibited impedance of 185 ohms. During a routine defibrillator change out on (B)(6) 2012, the lead electrical measurements were tested and found within normal range. The lead remained implanted and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.